Manufacturer narrative:
Corrected data. Previously reported as (B)(6) 2011, date corrected to (B)(6) 2011.

Event description:
During a compliance review with consultant a removal of a screw was observed. At the time of removal (B)(6) 2011 it was not reported as an event and after consulting with complaint unit it was reported. Pt implanted on an unk date was returned to the operating room for removal of a cortex screw as pt was experiencing irritation. The pt was not revised to another product.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.